Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:33:59. During night drain cycle five, the patient's ultrafiltration reading was 1844ml, indicating the home patient (hp) drained 1664ml more than their maximum programmed fill volume of 1800ml. No additional information is available.